Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by sore stomach, trouble in bowels and cramping. On an unreported date, the patient began treatment with vancomycin (on tuesday, thursday and saturday; dose and route of administration was not reported) for peritonitis. On an unreported date, vancomycin was stopped and peritonitis recurred. The patient was hospitalized for peritonitis. Further treatment was not reported. Four days after the hospitalization, dianeal and extraneal therapies were discontinued and the patient started hemodialysis. On the same day, the patient was discharged from the hospital. No additional information is available.